Event description:
Per the clinic, the patient developed an infection around the implant site, resulting in the decision to explant the device. The device was explanted (B)(6), 2010. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).